Event description:
Patient was revised because the patella was worn laterally and no longer connected to the baseplate. The doctor thought the implant "lived a normal life and did it's job."

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the polyethylene component had dissociated from the metal component. The investigation could not draw any conclusions about the root cause of the device disassociation; however, provided information stated the disassociation was a result of the polyethylene component wear. Additional provided information stated the surgeon felt the device wear was normal. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: updated patient initials, patient dob, patient codes, and b4/g4 dates; this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.